Event description:
It was reported when using the bd vacutainer® k2e / k2 edta blood collection tubes, the device experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: without manufacturing information.

Manufacturer narrative:
The following fields were updated due to corrected information: h.6. Imdrf annex g grid: g04080 label. H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for torn shelf label with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of torn label was not observed. The exact cause of the torn label in the manufacturing process cannot be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e / k2 edta blood collection tubes, the device experienced no label or missing label information. The following information was provided by the initial reporter. The customer stated: without manufacturing information.